Event description:
Event description guidant received information that while performing a threshold test, the 'end test' button was not able to be selected. The output had been walked down all the way to 0.2v before the test ended, well past the point of loss of capture.